Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low/high alarm issue was reported with the adc freestyle libre 2 sensor. A caller reported the sensor failed to trigger alarm and as a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who reportedly diagnosed the customer with diabetic ketoacidosis and provided vitamins, antibiotics, and glucose as treatment. There was no report of death or permanent injury associated with this event.